Event description:
It was reported that the bd angiocath plus¿ had silicone visible on the needle. The following was translated from korean to english: some foreign substances was found on the end of the catheter, so the user didn't use that. It seemed like some residue of lubricants(not sure). And the user felt like that the tip of the catheter was blunt (not sharp) compared to the other normal products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 7 samples submitted for evaluation. The reported issues of silicone visible and catheter tip integrity were not confirmed upon inspection of the samples. The supplied sample photos were too zoomed out for proper evaluation. Analysis of the samples under a microscope showed that there was some silicone present at the catheter tip, but it was within our manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ had silicone visible on the needle. The following was translated from korean to english: some foreign substances was found on the end of the catheter, so the user didn't use that. It seemed like some residue of lubricants(not sure). And the user felt like that the tip of the catheter was blunt(not sharp) compared to the other normal products.